Manufacturer narrative:
DHR review: the complaint lot 4171437, sku is 383323, assembly in suzhou plant 1 on 2024. Jul. 5, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: no pictures provided to show defect feature. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check catheter status and tubing status, no defect detected, leakage test result is within specification as well. Possible cause analysis: based on the reported information, damage is detected on catheter and cause a leakage, the possible reason is as below: 1. The raw material has defect. 2. Component damage happened during assembly. Current manufacture process has taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process. 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test. Conclusion(s): we cannot identify which step causes the damage or it's a raw material defect. The retained sample appearance inspection and leakage test is performed, no defect detected. With this we cannot decide the root cause.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field as the date of the event is unknown.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in -catheter defective / damaged. Verbatim: rcc received a complaint via email. Email(s) attached. Started 22 gauge IV on patient for labs and treatment. When removing the guidewire IV started leaking. Upon inspection there was a hole in the tubing. Product#: 383323. Lot#: 4171437.